Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a farapulse ablation procedure, a versacross connect for faradrive was selected for use. The physician performed transseptal puncture. The rf wire was successfully crossed into the left atrium but physician was unable to advance the faradrive sheath and versacross dilator across fossa ovalis for transseptal access. The physician made multiple maneuvering attempts. At this stage, a pericardial effusion (pe) was noted and a pericardiocentesis was performed. The effusion was discovered in the left ventricle immediately after attempting ts access. The patient did experience a hypotensive episode countered by vasopressors and the pericardiocentesis. The patient full recovered and was discharged two days after. The device is not expected to be returned for analysis (disposed). Patient anatomy did not appear to be a factor. It was likely that the physician was too anterior on the septum. Act was therapeutic.